Manufacturer narrative:
Physio control evaluated the customers device and was unable to duplicate the reported issue. Proper device operation was observed through functional and performance testing. The custom declined precautionary repair and the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device unexpectedly shutdown and power cycled. Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer.